Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert upon interrogation revealed there was some non-sustained rv over-sensing. Programing changes were made. The patient was asymptomatic. Device remains implanted.